Manufacturer narrative:
(B)(4). Section d4: the device details including the lot#, UDI were not provided by the healthcare facility thus these fields were left blank. Method: the subject mr290v vented autofeed humidification chambers were not returned to fisher & paykel (f&p) healthcare. Our investigation is based on the information provided by the healthcare facility. Results: the healthcare facility reported that two mr290v vented humidification chambers were leaking. The subject mr290v vented autofeed humidification chambers were not provided to f&p healthcare for evaluation. Conclusion: based on the limited information provided by the healthcare facility and without the return of the subject device, f&p healthcare's investigation was unable to confirm or determine the cause of the reported issue. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specifications at the time of production. The user instructions for the mr290v vented autofeed humidification chamber state the following: do not soak, wash or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Do not use the chamber if the seals are not intact when received, or if it has been dropped. Use of the mr290 above maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilator pressure. Use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water. Ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient.

Event description:
A healthcare facility in the united kingdom reported that two mr290v humidification chambers were leaking during patient use. There were no reported patient consequences.